Event description:
I have the essure birth control. I've had it for almost 3 years now. I've noticed having heavy periods, discomfort during and after sex, abdominal cramps during times that I'm not on my period and now I'm experiencing rash looking bumps on my arms, legs, and left side of chest. I'm now hoping to see an allergist to see what's going on because I haven't changed anything I use. So I'm not sure what's the cause as of now!